Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify any alarms or errors due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the serial number label faded, case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on, also had an error. The customer reported that insulin pump had blank display. Battery compartment was damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.